Event description:
This has been a torture device in me for 5 years. Patch hernia med oval 11x14 ventrio st - log9214. Inventory item: patch hernia med oval 11x14 ventrio st serial no: model/cat no: 5950040. Implant name: patch hernia med oval 11x14 ventrio st - log9214, laterally: left area: manufacturer: davol, action: implanted, number used: 1, lot no: huwf1996, expiration date: 6/6/2014. Rvmc (B)(6) in (B)(6) put this torture device in me...saw him last year, and to my face said, it's not his fault, I'm screwed. Help me live without these left side shocks stings and cramps. I can't even turn over at night without cramping on this stupid mesh. I'm tired of feeling like throwing up...ok.